Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. During inspection, the following was also found: image snowflaking. Based on the results of the investigation, it is likely the following led to the malfunction: damage on circuit board of scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image noise. The issue was found during installation of the device. There was no patient involvement.